Event description:
It was reported that a clearlink fenwal y-type blood set was observed to have 20 cc's of air in the line. There was patient involvement; however, there was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up report will be submitted.